Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed, and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off of the device. Root cause: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. (The manufacturer's internal reference number is: (B)(4). Additional information: b5: "describe event or problem" g3: "date received by manufacturer." Corrections: d9: "returned to manufacturer date." E1: "name and address" h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.

Event description:
Based on the device received on 09/15/25, it was observed that an anchor was broken off of the device. No additional information has been received.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference:(B)(4).

Event description:
Office reported that anchors broke off on a silent nite device. It is unclear when he patient received the device, when the patient first used the device, or when the issue occued. No injury was reported.